Event description:
It was reported that the pump was removed due to a (B) (6) infection. It was later reported that the patient experienced fever, redness, drainage and incisional wound opening. The primary location of the infection was the device pocket. Per the reporter, the patient did not have meningitis. It was unknown if a culture was obtained. Treatment included total device system explant. The infection resolved. The pump was used to deliver dilaudid.

Manufacturer narrative:
(B) (4).